Manufacturer narrative:
The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, swollen lymph nodes, rupture.

Event description:
Patient representative reported "patient has a a rupture of the left device with lymph nodes swelling and a seroma on the left implant edge. Moreover they suffer of strong pain and sensitivity to pressure in breast and also of clearly elevated trombocytes. After having known of the risk of developing breast cancer, patient suffers of depression and anxiety. Anxiety disorders are not manageable and cause heart palpitations and stomach problems". The device remains implanted. Record relates to the left side.